Manufacturer narrative:
(B)(4) has been initiated for this issue. The malfunction has not been confirmed.

Event description:
Provider states end user was driving and went over a threshold the weld on the walking beam broke, and also effected the cylinder.